Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing was observed via patient notification delivery. Patient is not enrolled via merlin.net transmission therefore no sessions records available for review. No lead noise or t-wave oversensing was observed. Patient was asymptomatic. Non-sustained right ventricular oversensing trigger was suspected to be due to pvc sensing or late sensing on the discrimination channel and changing the secure sense vectors were recommended for patient¿s next clinic visit. No further information available at this time.